Manufacturer narrative:
I this report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the unlock side of the instrument was damaged upon receipt. Due to this, the surgeon was unable to unlock the pin assembly on the coonrad/morrey elbow.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. A c/m pin removal tool was returned for evaluation. As returned, both ends are flared/damaged. Strike marks are seen on the .500¿ diameter shaft, indicating misuse. All etch details were visually confirmed. This device is not identified with a lot number. Dimensional measurements are conforming to print specifications. Material hardness is conforming to material specification. Device history records cannot be reviewed since the lot number is unknown. Manufacturing date and field age of the instrument cannot be determined since the lot number is unknown. This device is used for treatment. No lot number is available, therefore complaint history can not be completed. It is stated on the instrument, "do not impact". It is unknown how many times the instrument has been used. User error likely caused the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This information does not change the conclusion of the investigation previously reported.